Event description:
It was reported the balloon froze on the wire. A 10mm x 3.50mm wolverine balloon catheter was selected for a percutaneous coronary intervention (pci) in the severely calcified lesion. During procedure, the device became stuck with a non-boston scientific guidewire. The device was removed together with the guidewire. Once outside the patient body, the guidewire was removed from the catheter. There was no damage noted on the device. The procedure was completed with another same device. There were no patient complications reported.